Event description:
It was reported that the helix would not retract during the implant procedure. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was stretched and there was blood in/on the helix/lobe mechanism. The lab personnel also noted that the lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over retracted.